Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that a patient presented in clinic with high pacing lead impedance and increased thresholds. X-rays were inconclusive. Noise was not reproducible with isometric testing. Replacing the lead was recommended.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the lead was extracted and replaced with a competitive lead. There were no intraprocedural complications. The patient tolerated the procedure well.

Manufacturer narrative:
.